Manufacturer narrative:
No further information was able to be obtained from this customer. The request for service was cancelled by the customer. Based on qa assessment, the product met specifications at the time of release. As the customer did not retain the finished goods consumable lot number, the device history record (DHR), and lot history could not be reviewed. The customer did not retain a sample for this complaint report. As such, a visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4),

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An operating room manager reported that during a vitreoretinal procedure for choroidal drainage the system randomly shut down following a system error message. The case was completed as planned. There was no harm to the patient.